Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "fos would not connect. Had to pull catheter and replace with new". No patient injury or consequence reported. The patient's current "condition" is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint for "fos would not connect" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "fos would not connect. Had to pull catheter and replace with new". No patient injury or consequence reported. The patient's current codnition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.